Event description:
It was reported by the surgeon that during a thp while placing the dome-hole plug (trident) using the captive twist driver, the tip of this instrument broke off. Dr. Reported that because it was not possible to remove the tip, he decided to leave the tip in the pt (in the dome-hole plug). The insert was placed in the cup encapsulating the tip of the instrument that was left in the dome hole plug.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.